Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-13995n broke in a patient during a rotator cuff repair. The scorpion needle misfired multiple times. The surgeon was passing suture through posterior cuff and couldn't visualize end of device. After suture failed to pass the device was removed and the end of the scorpion needle was broken off. The tip of the needle could not be located. A new needle was used to complete the procedure.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-13995n needle was received for investigation. Visual inspection identified that the needle tip, including the suture notch feature, had broken off. The remainder of the needle strip was assessed using digital micrometer ID: 224, and it was revealed that the thickness and width of the material met design specifications. This event is most likely the result of the use of excessive force to pass the needle through thick/challenging tissue, or a result of hitting bone.